Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during post operative follow-up, this left ventricular (lv) lead exhibited loss of capture (loc). The patient was scheduled for a revision procedure. Additional information was received, stating that the lv lead was explanted and successfully replaced. There were no additional patient complications or adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post operative follow-up, this left ventricular (lv) lead exhibited loss of capture (loc). The patient was scheduled for a revision procedure. Additional information was received, stating that the lv lead was explanted and successfully replaced. There were no patient complications or adverse effects reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.